Event description:
The device was returned for mechanical hardware failure (av sticky valve). Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found fva secondary/output pins have debris. Rear cover o ring not seated properly. Fva lip seals and rear cover o ring will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "after the infusion was complete the pump alarmed pump problem. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.